Manufacturer narrative:
Added: h2 (type of follow-up). Updated: b4 (date of this report), d9 (device available for evaluation), g3 (date received by manufacturing), h6 (component code, type of investigation, investigation findings, investigation conclusions). The product was received by our product evaluation laboratory for a full examination. The report of pacing difficulties was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric and remained inflated for a period of time without leakage. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, no defect was found on the returned device, therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. All events will continue to be reviewed and monitored.

Event description:
As reported, during a tavi procedure, this swan-ganz pacing catheter (2025-03948-01) was correctly placed in the right ventricle, however, it was impossible to generate an electrical signal to stimulate the heart. As troubleshooting, different connections were tried without success. The device was replace with another one but the same issue occurred (2025-03948-02). A third catheter without balloon was used successfully. As per customer's opinion, this was a manufacturing defect. There was no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
The other device mentioned in this report was already reported to the authorities under report ID: 2015691-2025-01548. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.